Manufacturer narrative:
Additional information was received from the customer and a new email ID was provided for the initial reporter. The procedure was completed with the same device with no impact to the patient. The device beeped during the procedure. The device was inspected prior to procedure, but no anomalies were noted.

Manufacturer narrative:
This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting. Additional information for this event is not yet available. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The device electrosurgical unit was checked, and it passed all functional tests. The user reported complaint of inconsistent firing was not confirmed upon inspection, the device oscillation pcb has a burnt mark at the one end of the resistor r22. It is likely the oscillation board failed due to aging deterioration, and r22 burned because it exceeded 10 years from manufacture. It is possible that a temporary malfunction occurred due to a failure of the oscillation board, or that it occurred due to a failure or malfunction of a connected device or cable.

Event description:
The device was returned for repair the firing of the device was not consistent on the bipolar setting during an unknown procedure. There is no reported patient harm. The device oscillation pcb has a burnt mark at the one end of the resistor r22 as observed during inspection.